Event description:
This unsolicited case from (B)(6) was received on 13- feb-2017 from a pharmacist. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later experienced severe pharyngitis (after 5 days), septic arthritis (after few days) and insomnia (after few days). The patient's medical history was significant for pain in left knee (summer 2016) when walking after sport practice (equitation), youth arthritis of left knee with 4 injections of corticoids in her life (the last in (B)(6) 2016), septic shock at staphylococcus aureus in a context of right knee meniscus ablation at (B)(6), thyroid cancer treated by partial and non-substituted resection with symptoms of hypothyroidism (weight increase and obesity) , intoxication with psychotropic in 2004, frequent urinary infection (auto medication) and menopause. The concomitant medications included salbutamol (ventoline) for asthma lomefloxacin for micturition and abdominal pain. No relevant past drugs were reported. On (B)(6) 2016, the patient received treatment with synvisc one injection at a dose of 1 dosage form once (indication, batch/lot and expiration date: not provided) in left knee. On (B)(6) 2016, initial apparition of bluish and reddish painful, apyretic oedema of left knee was there and then apparition of hyperthermia at 38.7 (units and reference range: not provided). The patient consulted several time at emergencies without hospitalization. On (B)(6) 2016 (5 days after synvisc one injection), fever at 39.9 (units and reference range: not provided) and throat pain was there, the same day consultation took place and diagnosis of severe pharyngitis was made. Treatment included introduction of pristinamycin (pyostacine) during 5 days and then auto medication. On an unknown date in 2016 (after few days), the patient experienced insomnia and septic arthritis. On (B)(6) 2016, the patient consulted for recurrence of pain (leading to insomnia) and oedema. In the afternoon, the patient went to emergencies with chilling and fever at 38.8 (units and reference range: not provided) in order to eliminate septic arthritis. At emergencies, knee puncture was performed and in the hypothesis of septic arthritis post visco supplementation, the patient was hospitalized. At clinical exam, patient's temperature was at 37.5 (units and reference range: not provided) and the patient was not emaciated. Rheumatologic exam: showed analog visual scale at entry: 6/10, analog visual scale at discharge: 0/10, left knee oedema with patellar shock, no erythema, pain on palpation of the totality of the knee, with more significant pain on intern face, no other painful articulation, no pain on pelvis, no spinal pain. Cardio-pulmonary exam revealed arterial tension at 122/80 mmhg and cardiac frequency at 87 pulse/min. There was regular heart noise, no murmur. No added noise. Abdominal exam showed supple, painless and depressible, no transit disorder, no functional urinary signs, supple calf, pulse felt. Hematological exam showed martial deficiency without anemia, left knee arthritis with participation of chondrocalcinosis and inflammatory reaction to synvisc one, no argument for septic arthritis, concerning chondrocalcinosis, no argument in favor of chondrocalcinosis secondary to hemochromatosis or hyperparathyroidism. Discharge treatment included oxycodone sustained release 20 mg at 8 am and 8 pm; oxycodone hydrochloride (oxynorm) oro 10 mg 4 times a day if needed; hydroxyzine 1 tablet at 6 pm and 2 more tablets in the day if anxiety; paracetamol (doliprane) 1g 1df in the morning, at noon, in the evening and during the night if needed; ketoprofen (ketoprofen) sustained release 100 mg twice a day; pantoprazole 20 mg 1 tablet at 6 pm; enoxaparin sodium (lovenox) in prevention. Patient was hospitalized for left knee arthritis of mixt origin associating chondrocalcinosis and inflammatory reaction to synvisc one. Patient received corrective treatment with injection of corticoids and oral anti-inflammatory. The patient should have been seen again on (B)(6) 2016 in order to evaluate the evolution and to discuss the interest of articular washing. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: septic arthritis (hospitalization or prolongation) and required intervention for septic arthritis. (B)(6) for the event of septic arthritis. Additional information was received on 24-feb-2017. The global ptc number with ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 24-feb-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 17-feb-2017: this case concerns a patient who received synvisc one and was hospitalized due to symptoms of inflammatory reaction and chondrocalcinosis with the suspicion of septic arthritis. Based upon the information received, the causal role of the product cannot be excluded from the occurrence of the events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Until further information can be obtained regarding the confirmation of septic arthritis a concrete causal role cannot be established. The possibility of an iatrogenic factor can also not be ruled out.

Event description:
This unsolicited case from (B)(6) was received on 13- feb-2017 from a pharmacist. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and the same day injection was painful/ injection site pain, later after 5 days experienced severe pharyngitis, after few days developed septic arthritis and insomnia. The patient's medical history was significant for pain in left knee (summer 2016) when walking after sport practice (equitation), youth arthritis of left knee with 4 injections of corticoids in her life (the last in (B)(6) 2016), septic shock at staphylococcus aureus in a context of right knee meniscus ablation at 14 years (1974), thyroid cancer treated by partial and nonsubstituted resection with symptoms of hypothyroidism (weight increase and obesity), intoxication with psychotropic in 2004, frequent urinary infection (auto medication) and menopause. The concomitant medications included salbutamol (ventoline) for asthma lomefloxacin for micturition and abdominal pain. No relevant past drugs were reported. On (B)(6) 2016, the patient received treatment with synvisc one injection at a dose of 1 dosage form once (route, batch/lot and expiration date: not provided) in the joint of left knee for pain of left knee. It was reported that the injection was painful. On (B)(6) 2016, initial apparition of bluish and reddish painful, apyretic oedema of left knee was there and then apparition of hyperthermia at 38.7 (units and reference range: not provided). The patient consulted several time at emergencies without hospitalization. On (B)(6) 2016 (5 days after synvisc one injection), fever at 39.9 (units and reference range: not provided) and throat pain was there, the same day consultation took place and diagnosis of severe pharyngitis was made. Treatment included introduction of pristinamycin (pyostacine) during 5 days and then auto medication. On an unknown date in 2016 (after few days); the patient experienced insomnia and septic arthritis. On (B)(6) 2016, the patient had consultation in an emergency department for recurrence of pain (leading to insomnia) and oedema. In the afternoon, the patient went to emergencies with chilling and fever at 38.8 (units and reference range: not provided) in order to eliminate septic arthritis. In the hypothesis of septic arthritis post viscosupplementation, the patient was hospitalized on (B)(6) 2016 in a rheumatology department. The lab tests showed: c-reactive protein (crp) at 25 mg/l, sodium at 137 mmol/l; potassium at 4.2 mmol/l; calcium at 2.26 mmol/l; phosphore at 1.12 mmol/l; creatinine at 74 mcmol/l, hemoglobin at 125 g/l; leukocytes at 9.7 g/l; thrombocytes at 245 g/l, albumin at 34 g/l; magnesium at 0.98 mmol/l; alkaline phosphatase at 204 iu/l. Right knee and hand radiography: chondrocalcinosis of right knee, no argument for hand injury, no pinning of mcp and ipp spacing, demineralization in strip on (B)(6) 2016, at emergencies, a left knee puncture was performed and 4 ml of yellow inflammatory liquid were removed: cytological exam: inflammatory like fluid with crystals of pyrophosphate of calcium, proving an articular chondrocalcinosis 2000 nucleated elements / mm3. Articular fluid culture: sterile + arn 16s negative. At clinical exam, patient's temperature was at 37.5 (units and reference range: not provided) and the patient was not emaciated. Rheumatologic exam: showed analog visual scale at entry: 6/10, analog visual scale at discharge: 0/10, left knee oedema with patellar shock, no erythema, pain on palpation of the totality of the knee, with more significant pain on intern face, no other painful articulation, no pain on pelvis, no spinal pain. Cardiopulmonary exam revealed arterial tension at 122/80 mmhg and cardiac frequency at 87 pulse/min. There was regular heart noise, no murmur. No added noise. Abdominal exam showed supple, painless and depressible, no transit disorder, no functional urinary signs, supple calf, pulse felt. Hematological exam showed martial deficiency without anemia, left knee arthritis with presence of calcium pyrophosphate crystals in favor of a joint chondrocalcinosis. 2000 cells/mm3. Arn 16 s negative and inflammatory reaction to synvisc one, no argument for septic arthritis, concerning chondrocalcinosis, no argument in favor of chondrocalcinosis secondary to hemochromatosis or hyperparathyroidism. On (B)(6) 2016, there was introduction of a treatment with ketoprofen (profenid) at 100 mg twice daily for 6 days. The patient was in hospital till (B)(6) 2016. On (B)(6) 2016, she received a treatment with 2 ampoules of betamethasone dipropionate/betamethasone sodium phosphate (diprostene) in the left knee. It was reported that an orthopedic consultation was planned for an evaluation of the treatment with profenid and diprosten and the introduction of further joint washing out. Discharge treatment included oxycodone sustained release 20 mg at 8am and 8pm; oxycodone hydrochloride (oxynorm) oro 10 mg 4 times a day if needed; hydroxysine 1 tablet at 6pm and 2 more tablets in the day if anxiety; paracetamol (doliprane) 1g 1df in the morning, at noon, in the evening and during the night if needed; ketoprofene sustained release 100 mg twice a day; pantoprazole 20 mg 1 tablet at 6pm; enoxaparin sodium (lovenox) in prevention. Patient was hospitalized for left knee arthritis of mixt origin associating chondrocalcinosis and inflammatory reaction to synvisc one. Patient received corrective treatment with injection of corticoids and oral anti-inflammatory. The patient should have been seen again on (B)(6) 2016 in order to evaluate the evolution and to discuss the interest of articular washing. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation and required intervention for septic arthritis. (B)(4) imputability: c1s1b3 for the event of septic arthritis and injection was painful/ injection site pain. Additional information was received on 24-feb-2017. The global ptc number with ptc results was added. Text was amended accordingly. Additional information was received on 02-may-2017 from physician. Patient's weight was added. Therapy details of concomitant medication: salbutamol was added. Suspect product indication was added. Lab data was added. Additional event of injection was painful/ injection site pain was added along with details. Hospitalization dates were added. Corrective treatment for the event: septic arthritis was updated. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 24-feb-2017 and 2-may-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 17-feb-2017: this case concerns a patient who received synvisc one and was hospitalized due to symptoms of inflammatory reaction and chondrocalcinosis with the suspicion of septic arthritis. Based upon the information received, the causal role of the product cannot be excluded from the occurrence of the events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Until further information can be obtained regarding the confirmation of septic arthritis a concrete causal role cannot be established. The possibility of an iatrogenic factor can also not be ruled out.

Event description:
This unsolicited case from (B)(6) was received on 13- feb-2017 from a pharmacist. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later experienced severe pharyngitis (after 5 days), septic arthritis (after few days) and insomnia (after few days). The patient's medical history was significant for pain in left knee ((B)(6) 2016) when walking after sport practice (equitation), youth arthritis of left knee with 4 injections of corticoids in her life (the last in (B)(6) 2016), septic shock at staphylococcus aureus in a context of right knee meniscus ablation at 14 years (1974), thyroid cancer treated by partial and nonsubstituted resection with symptoms of hypothyroidism (weight increase and obesity), intoxication with psychotropic in 2004, frequent urinary infection (auto medication) and menopause. The concomitant medications included salbutamol (ventoline) for asthma lomefloxacin for micturition and abdominal pain. No relevant past drugs were reported. On (B)(6) 2016, the patient received treatment with synvisc one injection at a dose of 1 dosage form once (indication, batch/lot and expiration date: not provided) in left knee. On (B)(6) 2016, initial apparition of bluish and reddish painful, apyretic oedema of left knee was there and then apparition of hyperthermia at 38.7 (units and reference range: not provided). The patient consulted several time at emergencies without hospitalization. On (B)(6) 2016 (5 days after synvisc one injection), fever at 39.9 (units and reference range: not provided) and throat pain was there, the same day consultation took place and diagnosis of severe pharyngitis was made. Treatment included introduction of pristinamycin (pyostacine) during 5 days and then auto medication. On an unknown date in 2016 (after few days), the patient experienced insomnia and septic arthritis. On (B)(6) 2016, the patient consulted for recurrence of pain (leading to insomnia) and oedema. In the afternoon, the patient went to emergencies with chilling and fever at 38.8 (units and reference range: not provided) in order to eliminate septic arthritis. At emergencies, knee puncture was performed and in the hypothesis of septic arthritis post viscosupplementation, the patient was hospitalized. At clinical exam, patient's temperature was at 37.5 (units and reference range: not provided) and the patient was not emaciated. Rheumatologic exam: showed analog visual scale at entry: 6/10, analog visual scale at discharge: 0/10, left knee oedema with patellar shock, no erythema, pain on palpation of the totality of the knee, with more significant pain on intern face, no other painful articulation, no pain on pelvis, no spinal pain. Cardio-pulmonary exam revealed arterial tension at 122/80 mmhg and cardiac frequency at 87 pulse/min. There was regular heart noise, no murmur. No added noise. Abdominal exam showed supple, painless and depressible, no transit disorder, no functional urinary signs, supple calf, pulse felt. Hematological exam showed martial deficiency without anemia, left knee arthritis with participation of chondrocalcinosis and inflammatory reaction to synvisc one, no argument for septic arthritis, concerning chondrocalcinosis, no argument in favor of chondrocalcinosis secondary to hemochromatosis or hyperparathyroidism. Discharge treatment included oxycodone sustained release 20 mg at 8am and 8pm; oxycodone hydrochloride (oxynorm) oro 10 mg 4 times a day if needed; hydroxysine 1 tablet at 6pm and 2 more tablets in the day if anxiety; paracetamol (doliprane) 1g 1df in the morning, at noon, in the evening and during the night if needed; ketoprofen (ketoprofene) sustained release 100 mg twice a day; pantoprazole 20 mg 1 tablet at 6pm; enoxaparin sodium (lovenox) in prevention. Patient was hospitalized for left knee arthritis of mixt origin associating chondrocalcinosis and inflammatory reaction to synvisc one. Patient received corrective treatment with injection of corticoids and oral anti-inflammatory. The patient should have been seen again on (B)(6) 2016 in order to evaluate the evolution and to discuss the interest of articular washing. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: septic arthritis (hospitalization or prolongation) and required intervention for septic arthritis. (B)(6) imputability: c1s1b3 for the event of septic arthritis. Pharmacovigilance comment: sanofi company comment dated 17-feb-2017: this case concerns a patient who received synvisc one and was hospitalized due to symptoms of inflammatory reaction and chondrocalcinosis with the suspicion of septic arthritis. Based upon the information received, the causal role of the product cannot be excluded from the occurrence of the events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Until further information can be obtained regarding the confirmation of septic arthritis a concrete causal role cannot be established. The possibility of an iatrogenic factor can also not be ruled out.